Event description:
Patient implanted with inspire therapy on (B)(6) 2021. Patient presented with infection at the stimulation lead incision site prior to the activation of therapy. The physician prescribed an antibiotic. This resolved the issue. Patient used therapy from (B)(6) 2021 without issue. Patient presented to the ER for stroke symptoms on (B)(6) 2022. Neurologist confirmed patient did have a stroke. Based on inspire¿s medical advisory board the patient¿s stroke symptoms cannot be attributed to inspire therapy based on the provided information.